Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017. Customer was taken to the hospital via ambulance due to customer not being able to respond when spoken to. It was reported that customer had low blood glucose for a week prior to hospitalization. Customer's blood glucose levels when hospitalized were unknown. Customer was hospitalized due to low blood glucose. Customer was treated with insulin IV drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed for low blood glucose. Customer did not believe that insulin pump was over delivering. Customer believed that low blood glucose were caused by reservoir and infusion sets due to low blood glucose beginning when new box was used. Customer was advised to contact healthcare professional regarding low blood glucose.

Manufacturer narrative:
A complete analysis and testing of three random sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing, it was concluded that the devices operated within specifications.